Event description:
The customer reported to olympus, that during reprocessing of the evis lucera elite bronchovideoscope the distal end was found broken. There was no report of patient harm associated with this event. During testing and inspection of the returned device, it was found that due the defective charge coupled device (ccd) unit the screen is black. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported, the following non-reportable malfunctions were identified: due to a dent on the distal end, water tightness was lost/deterioration or discoloration due to chemical stress during cleaning/the image was not displayed, due to damage on charge coupled device (ccd). The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occured due to a damaged charge-coupled device (ccd) unit caused by fluid invasion. The cause of the fluid invasion was either a leak or physical stress aplplied to to the distal end during use. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.